Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain female/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), peripheral swelling ("other injury(ies) or complication(s) please describe: swelling of the hands") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and device expulsion ("expulsion of essure device: one coil came vaginally"), 5 months 29 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("chronic abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage, abdominal distension, peripheral swelling and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, peripheral swelling and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, dysmenorrhea (cramping), chronic abdominal pain, menorrhagia (bleeding b/w periods), metorhagia (bleeding b/w periods), general abnormal bleeding. Discrepancy noted in date of insertion (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2016: total bilateral occlusion, everything was good tubes closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: pfs received. Events: fallopian tube perforation, device expulsion, vaginal bleeding, bloating, hand swelling and hair loss were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') in a 26-year-old female patient who had essure (batch no. B71763, d08066- inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included threatened abortion, ventral hernia, cervicitis, vaginal discharge, pelvic discomfort, urinary incontinence, urinary frequency, conjunctivitis, pid pelvic inflammatory disease, sciatica and sickle cell anemia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain female/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), peripheral swelling ("other injury(ies) or complication(s) please describe: swelling of the hands") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and device expulsion ("expulsion of essure device: one coil came vaginally"), 5 months 29 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("chronic abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage, abdominal distension, peripheral swelling and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, peripheral swelling and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, dysmenorrhea (cramping), chronic abdominal pain, menorrhagia (bleeding b/w periods), metorhagia (bleeding b/w periods), general abnormal bleeding. Discrepancy noted in date of insertion- (B)(6) 2016 1 coils seen on left. 14 coils seen on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion, everything was good tubes closed. Most recent follow-up information incorporated above includes: on 26-feb-2020: update of information (batch is not valid) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') in a 26-year-old female patient who had essure (batch no. B71763, d08066- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included threatened abortion, ventral hernia, cervicitis, vaginal discharge, pelvic discomfort, urinary incontinence, urinary frequency, conjunctivitis, pid pelvic inflammatory disease, sciatica and sickle cell anemia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain female/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), peripheral swelling ("other injury(ies) or complication(s) please describe: swelling of the hands") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and device expulsion ("expulsion of essure device: one coil came vaginally"), 5 months 29 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("chronic abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage, abdominal distension, peripheral swelling and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, peripheral swelling and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, dysmenorrhea (cramping), chronic abdominal pain, menorrhagia (bleeding b/w periods), metorhagia (bleeding b/w periods), general abnormal bleeding. Discrepancy noted in date of insertion- (B)(6) 2016. 1 coils seen on left. 14 coils seen on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion, everything was good tubes closed. Lot number[ d08066] is invalid. Production date : (B)(6) 2013. Expiration date:2016-09-30 /09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') in a 26-year-old female patient who had essure (batch no. B71763, d08066) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included threatened abortion, abdominal hernia, cervicitis, vaginal discharge, pelvic discomfort, urinary incontinence, urinary frequency, conjunctivitis, pid pelvic inflammatory disease, sciatica and sickle cell anemia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain female/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), peripheral swelling ("other injury(ies) or complication(s) please describe: swelling of the hands") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and device expulsion ("expulsion of essure device: one coil came vaginally"), 5 months 29 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("chronic abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage, abdominal distension, peripheral swelling and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, peripheral swelling and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, dysmenorrhea (cramping), chronic abdominal pain, menorrhagia (bleeding b/w periods), metorhagia (bleeding b/w periods), general abnormal bleeding. Discrepancy noted in date of insertion- (B)(6) 2016. 1 coils seen on left. 14 coils seen on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion, everything was good tubes closed. Most recent follow-up information incorporated above includes: on 7-feb-2020: medical records received. Lot number added. Patient's medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.